Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery charging station would not charge the battery when it was placed in the charger. It is unknown under which circumstances this event occurred. It is also unknown if the patient involve or not. However, no death or injury was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery charging station would not charge the battery when it was placed in the charger. It is unknown under which circumstances this event occurred. It is also unknown if the patient involve or not. However, no death or injury was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery charging station would not charge the battery when it was placed in the charger. It is unknown under which circumstances this event occurred. It is also unknown if the patient involve or not. However, no death or injury was reported.